Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ insyte¿ IV catheter needle went through the catheter on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that the clinician encountered occurrences of phlebitis (5), infiltration / extravasation (10), catheter occlusions (5), and the needle perforated the catheter (2). Per customer response translated: as I already indicated in the survey, they were damages without serious repercussion on the patient. The signs and symptoms were alleviated once they were removed, and they were fortuitous events that occurred due to mishandling of the same. (The infection in the area was due to contamination from the patient's manipulation). Regarding the defective products before use, they were only twice, and it is because the guide is incorrectly placed on the needle, so that when repositioning it pierces the catheter. The occlusion and extravasation of the catheter, something normal with the use of several days in all brands of the health sector. All without serious repercussion to the patient.